Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that a patient with an implantable neurostimulator (ins) had red and warm skin around the ins implant site and a lead migration. Fluoroscopy confirmed that one lead had migrated from its original location, and the patient complained that the ins was hot all the time, with or without stim on. The ins was reprogrammed due to the lead migration, and the patient's pain was successfully recaptured. Patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that a lead revision was performed today. The percutaneous leads were explanted and a 565 paddle was implanted along with a new 97714 ins. Following the procedure, the patient reported numbness from their right foot and the inability to move their right leg. The stimulator was not programmed today and remained off at this time. No further complications were reported. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient met with the rep for a post-op visit and the patient reported that function in their leg returned one day post implant. The patient was able to stand and walk unassisted. It was noted that the spinal cord stimulation (scs) device was programmed today. No further complications were reported. Follow-up was conducted.

Event description:
Additional information was received from a representative (rep) indicating that the explanted product was sent to the hospital pathology department for documentation. The rep was unaware of whether the product was returned or discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.